Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported repeat reactive results for the alinity I anti hcv and alinity I hiv assays across multiple patient samples. An example of the affected result provided by the customer was: on (B)(6) 2026 sid (B)(6): 39yrs old female: anti hcv: initial=5.51 s/co (> or =1.00 s/co = reactive) /repeated on (B)(6) 2026=6.04 s/co; repeated on architect with same results (no actual results provided); viral load=negative on (B)(6) 2026 sid (B)(6): 20yrs old female: hiv: initial=1.47 s/co (> or = 1.00 s/co=reactive) /redrawn and repeated on (B)(6) 2026=1.41 s/co /repeated=1.519 s/co; repeated on architect with same results (no actual results provided); viral load=negative the customer repeated on architect analyzer for troubleshooting purposes and no results used for patient management. There was no reported impact to patient management.

Event description:
The customer reported repeat reactive results for the alinity I anti hcv and alinity I hiv assays across multiple patient samples. An example of the affected result provided by the customer was: on (B)(6) 2026 sid (B)(6): 39yrs old female: anti hcv: initial=5.51 s/co (> or =1.00 s/co = reactive) /repeated on (B)(6) 2026=6.04 s/co; repeated on architect with same results (no actual results provided); viral load=negative, on (B)(6) 2026 sid (B)(6): 20yrs old female: hiv: initial=1.47 s/co (> or = 1.00 s/co=reactive) /redrawn and repeated on (B)(6) 2026=1.41 s/co /repeated=1.519 s/co; repeated on architect with same results (no actual results provided); viral load=negative, the customer repeated on architect analyzer for troubleshooting purposes and no results used for patient management. There was no reported impact to patient management.

Manufacturer narrative:
The likely cause was updated on 04mar2026 from the alinity I processing module, list number 3r65-01 to the anti hcv assay, as list number 08p06 has a comparable u.s. Product, ln 08p05, whose alinity I anti hcv package insert warns, ¿warning: not intended for use in screening blood, plasma, or tissue donors,¿ and list number 08p07 (hiv combo) is also a diagnostic assay not intended for donor screening; therefore, this event does not meet u.s. Reportability criteria, and no further follow up report will be submitted.